Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. No evidence of the reported problem was found in the event log. Visual and functional testing were performed. Running three accuracy tests, the pump was found to be slightly over delivering to the manufacturing specifications. Fluid ingression found on pump by the chassis base of the expulsor which possibly caused the issue. Actions/repairs were done to correct the reported issue: expulsor assembly was replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy (+7.4%) and had a damaged case. No adverse effects were reported.